Event description:
It was reported that the patient presented in clinic for initial implant procedure on an unknown date. During procedure, it was found that the right atrial (ra) lead was dislodged after placement. The ra lead helix exhibited failure to retract. The ra lead was not implanted and an alternate near at hand was implanted instead. Patient condition was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A full lead was returned in one piece for analysis. After cleaning the helix and cutting the lead, specification measurement and helix functionality were tested to be normal with no anomalies found. X-ray examination found the inner coil was over-torqued inside the connector region consistent with procedural damage. The cause of helix mechanism issue was isolated to the helix being clogged with blood and tissue, and over-torqued of the inner coil.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on an unknown date. During procedure, it was found that the right atrial (ra) lead was dislodged after placement. The ra lead helix exhibited failure to extend. The ra lead was not implanted and an alternate near at hand was implanted instead. Patient condition was stable.